Event description:
It was reported that the lead had high impedance and intermittent capture. It was also reported that the patient presented to the hospital with syncope and the patient had a fall. There were pauses seen in the rhythm and patient had vt/vf. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.